Event description:
It was reported to tyco/kendall healthcare on 3/22/07 that a customer had a problem with the umb catheter. The customer states that the catheter is leaking distal to the hub. Customer has not changed protocols, no change in insertion, no change in staff, no change in cleaning solution (chlorhexidine), maximum time line is 14 days, however, it is unk in this case. Noted upon visual inspection. Reinsertion of central line via fluoro. Pt current status reported as stable. The device is being returned for examination.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.